Event description:
The customer reported the system displayed x-rays disabled error message and could not make x-ray exposures. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.